Event description:
The customer reported no audio at the bedside monitor. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported no audio at the bedside monitor and there is a speaker malfunction technical inop, but an alarm could be heard at the pt info center. No pt harm was reported. Philips in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.